Manufacturer narrative:
<P>a review of the manufacturing documentation associated with lot 82189677 presented no issues during the manufacturing process that can be related to the reported event.&nbsp;&nbsp;</p><p>additional information is pending and will be submitted within 30 days upon receipt.;</p>

Event description:
As reported, a 4mm x 15cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used with a non-cordis guidewire. After the plain old balloon angioplasty (poba), it got stuck with the wire and got ¿snapped apart¿. ¿the saber rx pta balloon and the wire were corrected¿. The shaft of the balloon catheter separated in the patient and was removed with a snare. There was no reported patient injury. This was an endovascular therapy (evt) case. The target lesion was the left superficial femoral artery (sfa). The device was not resterilized. There were no anomalies noted when removed from the package. The device was stored and prepped as per the instructions for use (IFU). There were no anomalies noted during prep. The device was not inserted through a stopcock. There was no resistance met while advancing the device nor excessive torqueing required. The patient had no infectious disease. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 4mm x 15cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used with a non-cordis guidewire. After the plain old balloon angioplasty (poba), it got stuck with the wire and got ¿snapped apart¿. ¿the saber rx pta balloon and the wire were corrected¿. The shaft of the balloon catheter separated in the patient and was removed with a snare. There was no reported patient injury. This was an endovascular therapy (evt) case. The target lesion was the left superficial femoral artery (sfa). The device was not resterilized. There were no anomalies noted when removed from the package. The device was stored and prepped as per the instructions for use (IFU). There were no anomalies noted during prep. The device was not inserted through a stopcock. There was no resistance met while advancing the device nor excessive torqueing required. The patient had no infectious disease. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was not returned for evaluation. A product history record (phr) review of lot 82189677 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft separated in-patient¿ and ¿guidewire lumen resistance/friction - in-patient¿ cannot be confirmed as the device was not returned for analysis. The exact cause of these events cannot be determined. It is very likely that handling and procedural factors contributed to the reported event. Presumably, by the event description reported the catheter was induced to stretching/pulling events that exceeded the material yield strength prior to the separation. However, without the return of the device for analysis, it is not possible to draw a clinical conclusion between the device and the event. According to the warnings in the safety information in the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, a 4mm x 15cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used with a non-cordis guidewire. After the plain old balloon angioplasty (poba), it got stuck with the wire and got ¿snapped apart¿. ¿the saber rx pta balloon and the wire were corrected¿. The shaft of the balloon catheter separated in the patient and was removed with a snare. There was no reported patient injury. This was an endovascular therapy (evt) case. The target lesion was the left superficial femoral artery (sfa). The device was not resterilized. There were no anomalies noted when removed from the package. The device was stored and prepped as per the instructions for use (IFU). There were no anomalies noted during prep. The device was not inserted through a stopcock. There was no resistance met while advancing the device nor excessive torqueing required. The patient had no infectious disease. Other procedural details were requested but are unknown, unavailable, or not applicable. One product was returned for analysis. A non-sterile saber rx 4mm x 15cm 155 along with an entangled unknown guide wire was received for analysis inside a plastic bag. Per visual analysis, the saber was observed with the body shaft separated along with the unknown guide wire stuck/inserted into the saber unit body shaft separated at 41.5 cm from the tip. The concomitant guidewire was received kinked/ bent at the soft tip end. The separation edges on the body shaft separation area look ripped/ torn. Per microscopic analysis, the saber unit was observed under the vision system and elongations at the body shaft separated area were confirmed. Functional analysis could not be performed on the unit due to the body shaft separated and severely damage condition of the saber the way it was received for evaluation. A dimensional analysis was performed to verify the correct ID of the guidewire lumen of the unit against the specification and the results were found within specification. A product history record (phr) review of lot 82189677 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft separated in-patient¿ and ¿guidewire lumen resistance/friction - in-patient¿ were confirmed during device analysis. However, the exact cause cannot be determined. Based on the available information it is likely that handling and procedural factors contributed to the reported event. Per device analysis, elongations were noted on the body shaft near the separation. The concomitant guidewire was stuck inside the device and the separated area appeared to be torn/ripped. These damages are conclusive to the catheter being induced to stretching/pulling events that exceeded the material yield strength prior to the separation. According to the warnings in the safety information in the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The device was later received for analysis. The device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.